Event description:
Analysis of the returned device found that the subject stent deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal end of the sdw was bent. There was damage noted to the distal tip of the introducer sheath. During functional test, a patency mandrel experienced resistance as it passed the distal tip of the introducer sheath. A patency mandrel was unable to be advanced into the proximal end of the microcatheter, it was advanced from the distal end and blood exited the hub. The subject stent exited the hub of the microcatheter. The stent was noted to be deformed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the device analysis the reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the stent was inserted into the microcatheter, slight resistance was felt at the hub. When the insertion was continued, strong resistance was felt when the main body of the stent inserted into the strain relief portion of the microcatheter. The devices were returned and there was bending noted to the distal end of the sdw, there was damage noted to the distal tip of the stent introducer sheath, the stent was noted to have been prematurely deployed partially within the hub of the microcatheter and partially in the catheter shaft, the stent was noted to be deformed. It is probable that the distal tip of the introducer sheath was damaged during insertion into the rhv or seating into the hub of the microcatheter, causing difficulties to transfer the stent into the microcatheter and the subsequent stent deformation. An assignable cause of procedural factors will be assigned to the as reported ¿ stent difficult/unable to transfer¿ and ¿ stent difficult/unable to advance or pullback through catheter¿, and to the as analyzed ¿sdw kinked/bent¿, ¿ stent introducer sheath distal tip damaged¿, ¿ stent deployed prematurely during use¿ and ¿ stent deformed¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.